Event description:
It was reported that when the patient's system controller was connected to the power module, it was unable to transmit data. The system monitor screen read not receiving data. Three different power module and system monitors were tried. The system controller was exchanged and then it worked.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power cable causing a communication issue with the system monitor was confirmed. A review of the submitted log file spanned approximately 6 days ( (B)(6) 2021 per time stamp). There were no relevant alarms in the log file associated with power cable damage. System controller, serial (B)(6), was returned for analysis. The controller returned with no communication with the monitor. The cable jacket and shielding of the white power cable was stripped. A severed blue receiving communication wire was found. No other damage was observed. The power cables were replaced to continue with testing; the controller was able to support pump function for an extended period of time. The root cause for the communication issue was determined to be a severed transmission communication wire in the white power cable. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect and no external power alarms. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. No further information was provided. The manufacturer is closing the file on this event.